Manufacturer narrative:
The device was returned for evaluation, the evaluation confirmed the reported event by the customer. The evaluation uncovered the distal end of the forceps cover glue to be peeling and leaking. Additionally, bending section cover glue was crack and leaking. There are multiple broken elements on the device. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the, evis exera ii ultrasound gastrovideoscope has air and water leakage from the distal tip. Upon inspection and testing of the returned device, it was observed that the adhesive peeled off and the device was cracked due to handling issue. This report is being submitted for the adhesive peeled off and the device was cracked due to handling issue found during estimation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the glue for the forceps cover was peeling and the acoustic lens was damaged. Excessive force may have applied to the distal end but the cause of the damage could not be identified, however, the instruction manual states verbiage that may prevent the phenomenon: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. "Olympus will continue to monitor field performance for this device."